Event description:
It was reported that reamer broke during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that reamer broke during surgery.

Manufacturer narrative:
The device was returned to tag, the manufacturer of the device, on 9-mar-2015. The following is their findings. The device was received with three pieces. (Two braking sections) first break was at joint number 42. The second was between the flexible and the stiff part of the shaft. This is the maximum distance from the cutting edge/head. One unit from the flexible shaft is missing. There are multiple damages on the flexible face of the reamer. The cutting tip does not have any ware marks. The ware marks on the internal diameter 2.3 mm visual inspection you can conclude that the tip was damaged by some metal part. (Bending of the cutting edge and ware on the internal diameter of the leading hole, the missing "uniusegment" from the breaking point was caused by not proper use of the flexible reamer. The device meets all engineering specifications. The laser cutting is complying to requirement. The flexibility of the reamer is to requirement. Dimension and functional requirement are as to requirements. Root cause: failure caused by miss use. Also this device is over its shelf life.